Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and restenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via trial that on (B)(6) 2010, due to stable angina, the patient underwent the index procedure with deployment of a promus drug eluting stent (des) in the proximal lad and a promus des to the first obtuse marginal (om). Post procedure residual stenosis was 10% in the proximal lad and 0% in the first om. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2011, the patient began having recurrent chest squeezing discomfort compatible with angina. Coronary angiography revealed a 75% tubular proximal calcified circumflex (cx) stenosis, and a 90% focal mid cx stenosis just distal to a previously placed stent. The right coronary artery (rca) revealed a 70% proximal and 60% tubular mid vessel narrowing, with total occlusion just distal to a marginal branch with left-to-right collateral circulation to the distal rca. There was a 40% sequential mid lad narrowing with widely patent proximal/mid lad stent. Ejection fraction was estimated at 55%. On (B)(6) 2011, percutaneous coronary intervention was performed with deployment of drug-eluting stents in the proximal and mid cx stenosis with 0% residual stenosis at both sites with timi-3 flow. The patient was discharged home on (B)(6) 2011 in stable condition. In the opinion of the physician, the event was not related to the drug, not related to the device, and not related to the procedure. No additional information was provided.